Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer called to report no delivery alarms during the manual prime. The customer stated that he was hospitalized for high blood glucose levels with vomiting. No blood glucose reading was reported for the event. The customer and doctor both felt that the no delivery alarms and hospitalization was due to an occluded reservoir. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.